Event description:
It was reported that during implant, after lead was attached, ventricular sensing and capture were not acceptable. Psa and old device measurements were acceptable with the lead. The physician reported a set screw anomaly. This device was not implanted.

Manufacturer narrative:
Investigation summary the device model cd1311-36 was analyzed by our quality assurance department. The reported field event of a set screw anomaly was confirmed in the laboratory. As received, a visual inspection of the device was performed and the ring spring was found to be missing from the ventricular bore.